Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cartridge with insulin as the syringe needle became "clogged" after inserting it through the cartridge septum. Customer changed the syringe needle. There was no reported impact to customer's blood glucose.